Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) was informed that the touchscreen was not working following the replacement of the front bezel. The rse called a customer contact in the emergency department and instructed them on how to calibrate the touchscreen. The customer stated that the calibration was successful and verified that it entered ventilation mode. The unit was determined to be ready for patient use. The investigation concludes that no further action is required at this time.